Manufacturer narrative:
The t:slim pump user guide instructs the user to only use the syringe and needle provided by tandem to fill the cartridge, customer uses humalog pens. The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to customer's blood glucose level.